Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0xtn5, implanted: (B)(6) 2015, product type: lead.

Event description:
The consumer reported via a company representative that after the patient went home following implant and the same day they collapsed and was taken by stretcher to the hospital. The patient had been in the hospital since implant. The company representative stated that the patient was in very bad condition and that they had a reaction to "something they gave her, "but it was unknown what that something was. The patient's indications for use of the stimulation system were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation. No diagnostics, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient had a reaction to the antibiotics given post-implant. The patient was in the hospital from (B)(6) 2015 to (B)(6) 2015.